Event description:
Pt (patient) reported rx leaked due to connector. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. Lot number/expiration date were not provided. No additional information reported. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver.